Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The codman icp wire was placed in the right frontal lobe (intraparenchymal) for a patient with traumatic brain injury. Postoperatively, the icps were very high (range from 30-50) despite the CT scan being reassuring (no midline shift, no effacement of basal cisterns, no mass lesion). Surgeon suspected a fault in the icp wire, they removed it. Subsequently the patient did very well and is currently on the way for rehab.

Manufacturer narrative:
The device was returned for evaluation. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found there was an indentation in the catheter material 15.2 cm from the connector. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device was not available for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.